Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate of a large volume infusor was faster than expected during patient infusion. The device was filled with fluorouracil and 120ml of saline. The expected infusion duration was 48 hours; however, the infusion was completed in 42 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.